Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a patient receiving an infusion of d51/2ns at 15 ml/hr had an extensive infiltration in the left upper extremity, which was found to be very indurated from fingers to the shoulder, with blotchy pallor in the forearm and palm of the hand, though there was normal color and good capillary refill in the fingers. The patient also had blisters on the forearm and erythema along the dorsal surface of the forearm to the hand, with an approximately 3 cm denuded area (sloughed epidermis). Plastic surgery monitored the lue for approximately an hour; initially it was difficult to palpate the radial pulse but good radial/ulnar flow was noted on bedside doppler. The extremity was kept elevated, with xeroform dressing on the denuded area. Within an hour induration was much improved, particularly of the upper arm, and radial and ulnar pulses were easily palpated.